Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, difficulty withdrawing and stent damage occurred. The 70% stenosed, de novo, eccentric target lesion was located in the moderately calcified non tortuous left anterior descending artery (lad). A 3.6/7 fr non bsc guidecatheter was used and a non bsc wire was advanced to the left circumflex artery and another non bsc wire to lad. Predilatation was performed with a 2.5 x 15mm non bsc balloon catheter from distal to ostial lad at 18 atmospheres for 20 seconds. The proximal lad was hard and calcified, so a second pre-dilatation was performed again using a 3.5 x 12 mm quantum maverick balloon catheter from distal to ostial at 12-18 atmospheres for 20 seconds. Then a 2.75 mm x 24 non bsc stent was implanted from distal to mid lad. To overlap, they implanted another 3.0 x 24 mm non bsc stent at mid lad. Before implanted third stent at ostial, a 2.75 x 24 mm unspecified balloon catheter was placed in the circumflex artery. A 3.50 mm x32 mm promus element stent was advanced at mid to ostial lad to overlap with second stent but can not cross so the physician withdrew the stent and the lesion was predilated a 3.5 x 12 mm quantum balloon catheter at 18-22 atmospheres for 20 seconds. The 3.50 mm x32 promus element stent was then re-inserted but could not reach the second stent area so the physician tried to withdraw the stent again but during the second withdraw, the stent shrink and stuck. The physician decided to deploy/implant the stent at ostial lad. To cover the area between second and third stent, a fourth stent, 3.5 11 mm non bsc device was implanted at 20 atmospheres for 20 seconds. Post dilated with a 4.0 x 18 mm non bsc balloon catheter at 12 - 22 atmospheres at the ostial to mid lad and the procedure was completed with timi 3 flow. No patient complications were reported and the patient's status is stable.